Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer was able to remove the mega needle driver instrument with the cannula still attached. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.

Event description:
It was reported that during a da vinci-assisted diaphragmatic plication surgical procedure, the mega needle driver instrument was stuck on the universal surgical manipulator (usm). The customer was able to eventually remove it with the cannula still attached and it was noted that in the wrist/jaw area there was a damaged cable sticking out. The customer replaced the instrument and the cannula with a spare to resolve the reported problem and they were continuing as planned. There was no reported injury.